Event description:
Procedure: lap chole. According to the reporter: during application on the tissue for ligation, the first applier of the same lot number placed the clips cross like and cut the tissue. The second applier of the same lot number was opened and fired but the same problem occurred. Patient status ok.